Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0731 captures the reportable event of pleural effusion.

Event description:
It was reported to boston scientific corporation that a ureteral stent was used during a percutaneous nephrolithotomy procedure, in (B)(6) 2021. The patient had experienced pleural effusion due to a malpositioned stent.